Manufacturer narrative:
This device was received but not analyzed as the problem is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to infection. The wound around the device pocket was torn open perpendicularly and the device was pushed out of the incision. No additional adverse patient effects were reported.